Manufacturer narrative:
(B)(4). Attempts to obtain patient information have been unsuccessful. Facility declined to provide the information. No tests/laboratory data was available. No information was available. The implant or explant dates are not applicable to this device.

Event description:
This case was reviewed and investigated according to the manufacturer's policy. It was reported, inside the body, tracking over the horn, the error message "catheter fault detected" appeared. The catheter was reconnected to the pim but the problem was not solved. Additional information provided, no damage was observed by the user on the device and no resistance was experienced during the procedure. There was no additional intervention performed, no status decline and no patient injury. A second of the same make and model of the manufacturer's device was used to successfully complete the procedure. Visual and microscopic inspection were performed on the returned device. The scanner and distal tip were separated from the catheter and returned on a mandrel. The distal edge of the proximal fillet where the scanner was separated was smooth. The probable cause of the reported failure could not be determined due to the damaged state of the returned device. The probable cause of the scanner and tip separation could not be determined as the customer did not mention damage to the manufacture's device during use. The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. This event is being submitted as there is a potential for harm if the malfunction were to recur.